Event description:
Information received on the remote transmission was reviewed by qualified personnel. It was determined the patient received shocks and presented to the emergency department. T wave oversensing was noted on the remote transmission. Follow-up was conducted to obtain additional information on the patient and the lead, but the attempts were unsuccessful. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2010. (B)(4).